Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited high pacing thresholds and over sensing. The patient experienced poking in the midchest, the physician suspected a micro perforation. The lead was explanted and replaced.